Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Upon inspection of the returned device, olympus found the elevator lever had foreign matter present indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports an evis exera ii duodenovideoscope is leaky. There is no patient impact associated with this occurrence. Upon inspection of the returned device, olympus found the elevator lever had foreign matter present indicating insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred due to the k-wire breakage, forceps elevator did not work and cleaning of forceps elevator was insufficient, which caused clogged foreign material. Reprocessing method conducted by user was different from method recommended in IFU. Staff of user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. This caused the clip did not detach from the hook. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor the field performance of this device.